Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01760 / 01345). Device location unknown.

Event description:
Patient was revised approximately 13 years post-implantation due to unknown reasons.